Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, color bars were displayed when the scope was connected. However, the definitive root cause of the color bars and the faulty printed circuit board, socket, and power unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while preparing for a colonoscopy procedure, a burning smell odor was noticed from the evis exera ii video system center after it was turned on. It was immediately turned off. An olympus field service engineer (fse) went on-site and found out the front panel of the cv-180 hangs and all the switches were not responding. Furthermore, no scope image was detected. This report is being submitted for the event found during estimation. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty printed circuit board, a faulty socket and a faulty power unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.